Manufacturer narrative:
Investigation of returned suspect external polaris spectra system control unit (scu) to positioning sensor unit (psu) cable and scu were found to be fully functional with no problem found. Investigation of returned suspect internal polaris spectra system control unit (scu) to positioning sensor unit (psu) cable finds that the returned cable is damaged at the connector with the pin block broken along one edge. The pins remain intact and functional. The cable otherwise passed a continuity test with no opens or shorts detected. Investigation of returned suspect positioning sensor unit (psu) finds that when connected to a known good system the psu was found to be fully functional. However, a check of the event log revealed a history of battery voltage and illuminator voltage out of range. The psu passed an aak test at .17 mm with a passing threshold of .35 mm. Vendor analysis of returned psu fins that the returned unit has a faulty right side illuminator cable which will require replacement. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic rep visited the site and found she was unable to access the system logs in the ndi toolbox configuration utility because the scu (system control unit) and psu (position sensor unit) were not showing connected. She checked the system and the camera had no lights. The scu has a yellow/orange blinking light on the left and the three leds on the right are orange, green, green. It was recommended that the scu and cables be replaced. However, the site has not provided a purchase order for the repair.

Event description:
A medtronic representative reported that during a cranial resection surgery, the navigation system camera lost power when it was on the registration screen. The system had been on for about an hour. They proceeded with the case by using axiem tracking instead of optical. Delay in the case was 5 minutes. No harm to the patient.